Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that during a follow up, a manufacturer's representative performed a data download from a patient's controller and sent the files to manufacturer but there was no data in the files sent. The manufacturer's representative decided to perform a controller exchange. There was no reported patient injury as a result of this event. The controller, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed functional and visual testing. The reported event was confirmed through a review of the controller log files which revealed that there was a real time clock (rtc) reset causing a date time error on the log files consequently creating the perception of a data transfer error. The root cause for "data transfer error" can be attributed to a depleted bt2 battery disabling it from powering the real-time clock and resetting the date and time on the controller log files. It can be concluded that the known and foreseeable risks in an event associated with a controller malfunction, wherein the hvad pump stops and successfully restarts, are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. .

Event description:
It was reported from (B)(6) that the controller was not able to transfer data to the monitor. Preliminary analysis of controller log files showed no data in the file. The hospital performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.